Manufacturer narrative:
This report is submitted on august 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, it was reported that the patient experienced wound breakdown and infection in the incision line. Subsequently, the site was debrided and the device was explanted on (B)(6) 2018. The patient was reimplanted with another cochlear device. It was also reported that the patient was hospitalised and treated with IV antibiotics (date and duration not reported).

Manufacturer narrative:
This report is filed on september 28, 2018. (B)(4).